Manufacturer narrative:
Other relevant device(s) are: product ID: ilxch1515115, serial/lot #: (B)(4), ubd: 10-sep-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for an unknown endovascular treatment. It was reported approximately 10 years post the index procedure that the patient experienced a ruptured abdominal aortic aneurysm. The device was explanted and replaced with an open surgical graft. Per the physician, the cause of the event could not be determined. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.